Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose levels when woke up (400 mg /dl) on (B)(6) 2026 which was treated using bolus via pump. The patient was using expired infusion set which led to high blood glucose levels. No further information available.